Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system's wireless footswitch was not connecting. The wi-fi symbol was red and blinking, but after restarting, there was no wi-fi symbol. The defective wireless footswitch and wfs base station were returned to philips for failure analysis, and the wireless footswitch test protocol indicated that the four anti-slips were missing, the bracket was loose, and while tapping the wireless footswitch causes a change in behavior. The cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis. However, to resolve the issue, the replacement parts were sent to the customer, and the customer replaced the wireless footswitch and base station themselves. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a mechanical failure in a wireless footswitch and this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system and an alternative measure (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was not connecting. The device was outside clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.